Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it took more units than usual to fill the infusion set tubing during the load fill tubing sequence. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.